Event description:
Information was received from a company representative regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 732 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the patient had a refill attempted and they were unable to access the reservoir volume. It was noted the patient was diagnosed with a flipped pump and sent to the surgeon for pocket revision. It was further reported during this attempted refill the physician had updated the reservoir volume and not actually refilled the pump. On the date of this report, the physician did a revision and post revision did a catheter access port (cap) aspirate and priming bolus. It was noted they then realized the pump had not been filled at the previous refill attempt and they were not sure how much drug was actually in the reservoir. Discussed aspirating the reservoir to confirm actual volume and refill as needed. Discussed priming bolus and if pump empty there may have been no drug moved through the catheter. They were going to refill the pump with a 500 mcg/ml conc. Discussed considering itb dosing and the patient was having no therapy issues. It was noted the patient would be staying in the hospital overnight. Discussed removing system contents procedure. Additional information was received from the rep on the same day and it was reported the patient was going to be transferred to the facility the managing doctor pra cticed and they would address the reservoir and filling/programming. Additional information was again received from the rep on (B)(6) 2022 and it was noted the patient was doing well and on oral medication and the pump was programmed to minimum rate mode. It was n noted they were still unsure how much volume had been in the pump yesterday before the doctor had updated the reservoir volume erroneously to full. Tech reviewed they would be able to know the volume if they had access to the tablet used to update the pump yesterday. The rep was concerned that yesterday when they primed if there was not at least 1 ml in the reservoir that the catheter would not be fully primed after they had aspirated from the cap. Catheter volume was 0.2 so tech reviewed that worst case if there had not been enough volume to prime and they started the patient back up at 773 mcg/day then the patient would be without therapy (and could be managed orally with oral meds since patient was doing ok) for approx. 16 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the event was resolved. On (B)(6) 2022, the managing physician aspirated 7.5 cc of baclofen from the pump and the pump was filled to 40 cc with the original concentration of 2000 mcg/ml and then set back to the original rate of (B)(4) mcg/ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.